Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04-apr-2024, it was reported that one infusion set cannula was bent and patient's blood glucose level exceeded 500 mg/dl (27.7 mmol/l). The occlusion alarm didn't recur due to the blockage at the site. The patient observed the symptoms three or more hours after insertion, it was inserted in the abdomen and was used for less than 24 hours. To lower the blood glucose, patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.